Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/short interval counts (sic). Analyst commented, 2782 ventricular sic since last session 22.8 hours ago. R-wave amplitude below 1millvolts since (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to sensing decrease and short v-v intervals. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.